Manufacturer narrative:
Results: the embolization coil was damaged on its most proximal end. The penumbra smart coil (smart coil) pusher assembly had several minor bends along its length. Conclusions: evaluation of the returned smart coil revealed stretched and offset coils windings on the most proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub prior to advancement offset coils may occur. These offset coils will likely contribute to resistance and the inability to advance the embolization coil into the non-penumbra microcatheter. Further evaluation revealed slight bends on the smart coil pusher assembly. This damage was likely incidental and occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil was unable to advance through the hub of a non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.